Event description:
Healthcare provider reported "axillary extension without nodular lesions" and "rupture" for the right side. Device has been explanted.

Manufacturer narrative:
Initial reporter phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: axillary extension without nodular lesions and rupture.

Event description:
Healthcare provider reported"axillary extension without nodular lesions " and "rupture" for the right side. Device has been explanted.